Event description:
The hcp reported that at the time of refill, a pocket fill occurred. "States roughly 15ml was released and approx 7ml were recovered." Attempted to follow up with the hcp. Unable to make contact as the phone number was a general one for the hosp.